Event description:
Additional information received reported that the patient was "doing really good" following explant of the implantable neurostimulator.

Event description:
It was reported that the patient experienced a loss of therapeutic effect. The device was implanted in (B)(6) and on (B)(6) the stimulator was removed. Per the reporter, it was a health hazard so it was explanted. The stim was put in an area where arthritis was present which caused irritation. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead model # 3487a-45 lot # v578922 implanted 2011-(B)(6) explanted unknown; lead model # 3487a-45 lot # v578922 implanted 2011-(B)(6) explanted unknown; lead model # 3778-60 lot # v707821009 implanted 2011-(B)(6) explanted unknown; extension model # 3708220 lot # nkb008969v implanted 2011-(B)(6) explanted unknown; programmer model # 37743 lot # nke171130n; recharger model # 37752 lot # nka156792n. (B)(4).

Event description:
Additional information received indicated a stimulator explant date of (B)(4), 2012.